Event description:
Customer reported the wig wag brake is loose and the touch screen intermittently will not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed a sticker from the touch screen, and repaired the wig wag brake. System operates as intended.